Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic hysterectomy procedure on an unknown date when it was reported, ¿shut off during a case and would not initiate airseal mode when booted back up.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the patient was fully insufflated when pressure was lost quickly. All instrumentation was removed from the patient safely and the procedure was able to be completed. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d1 was updated from short description to brand name manufacturer narrative: an inspection was performed and no problems were found. The preventative maintenance was not overdue. The unit was calibrated, an electrical safety test performed and placed in a 12 hour burn in. The unit passed the 12-hour test. The unit functions per the specification. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 82 complaints, regarding 82 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised failure to properly follow the instructions for use can lead to serious surgical consequences. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic hysterectomy procedure on an unknown date when it was reported, ¿shut off during a case and would not initiate airseal mode when booted back up." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the patient was fully insufflated when pressure was lost quickly. All instrumentation was removed from the patient safely and the procedure was able to be completed. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.